Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead displayed diminished sensing and a high sensing integrity counter (sic) with visible oversensing seen on electrocardiogram (ECG). A cardiac x-ray (cxr) revealed the rv lead had pulled back and dislodged. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.